Event description:
It was reported that the 9800 system had a tube not error message during a case. The procedure was completed without incident and no patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temp sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.